Event description:
It was reported that the deep brain stimulation (dbs) patient has had a few revisions for comfort and implant depth. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.